Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
High impedances. On (B)(6) 2025, rep (B)(6) emailed nmd complaints to report: patient is scheduled for a lumbar lead revision due to high impedance and loss of therapy. Procedure: lumbar lead revision, weight: 185 pounds, physician: dr. (B)(6), ps date: on (B)(6) 2025. Ppg complaint history review: on (B)(6) 2025, (B)(6): complaint history search for the last 4 years found prior report(s) on this patient: none.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026 wherein the leads were replaced to address the issue. Therapy was restored post-operatively.